Event description:
It was reported that during a coronary stenting treatment procedure, balloon deflation and withdrawal difficulty occurred. Following deployment of a 5.0x24mm liberte' bare metal stent, the balloon did not fully deflate and was unable to be retracted into the guide catheter. The physician removed the guide catheter, guidewire and stent delivery system as a unit. No patient complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.